Event description:
Boston scientific received information that the right ventricular (rv) lead displayed a gradual increase in shock impedance measurements, ultimately measuring greater than 125 ohms. The physician elected to continue to monitor the device system. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.